Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the bladder disorder, urinary tract disorder, hormone level abnormal, migraine, fatigue and neoplasm outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain,menorrhagia (heavy menstrual bleeding), bladder problems ,urinary problems,hormonal changes, migraine, fatigue, tumors. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received. Previously reported event injury" updated to "pelvic pain", events - ''abdominal pain dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, hormonal changes, migraine, fatigue, tumors,plaintiff did not undergoes essure confirmation test", reporter added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cervix carcinoma ('tumor/teratoma/cancer type: cervical cancer') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". Concomitant products included acetylsalicylic acid (aspirin (cardio)), bupropion, estradiol, hydrocodone, naproxen, paracetamol (tylenol) and sertraline. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine/headache"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), reproductive tract disorder ("reproductive system disorder or condition") and nervous system disorder ("neurological conditions or problems type:") and was found to have hormone level abnormal ("hormonal imbalance "). On (B)(6) 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant), 5 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), feeling of body temperature change ("hormonal changes describe: hot, cold"), dizziness ("dizzy"), abdominal pain upper ("stomach pain") and headache ("headache"). The patient was treated with surgery (an extensive hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, abdominal pain upper and headache had resolved and the cervix carcinoma, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, fatigue, feeling of body temperature change, dizziness, depression, reproductive tract disorder and nervous system disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, cervix carcinoma, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling of body temperature change, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, pelvic pain, reproductive tract disorder and urinary tract disorder to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain,menorrhagia (heavy menstrual bleeding), bladder problems ,urinary problems,hormonal changes, migraine, fatigue, tumors. Date(s) of insertion: 2010 (as written per pfs, please note discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: paratubal cyst, small. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet received. Events: hormonal changes describe: hot/ cold, dizzy, depression, reproductive system disorder or condition, cervical cancer, neurological conditions or problems type, stomach pain, headache were newly added. Product information details updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cervix carcinoma ('tumor/teratoma/cancer type: cervical cancer') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". Concomitant products included acetylsalicylic acid (aspirin (cardio)), bupropion, estradiol, hydrocodone, naproxen, paracetamol (tylenol) and sertraline. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine/headache"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), reproductive tract disorder ("reproductive system disorder or condition") and nervous system disorder ("neurological conditions or problems type:") and was found to have hormone level abnormal ("hormonal imbalance "). In (B)(6) 2015, the patient experienced mood swings ("mood swings"). On (B)(6) 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant), 5 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), feeling of body temperature change ("hormonal changes describe: hot, cold"), dizziness ("dizzy"), abdominal pain upper ("stomach pain") and headache ("headache"). The patient was treated with surgery (an extensive hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, abdominal pain upper and headache had resolved and the cervix carcinoma, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, fatigue, feeling of body temperature change, dizziness, depression, reproductive tract disorder, nervous system disorder and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, cervix carcinoma, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling of body temperature change, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nervous system disorder, pelvic pain, reproductive tract disorder and urinary tract disorder to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain,menorrhagia (heavy menstrual bleeding), bladder problems ,urinary problems,hormonal changes, migraine, fatigue, tumors. Date(s) of insertion: 2010 (as written per pfs, please note discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: paratubal cyst, small. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received: event added- mood swings. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.